Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call, that the customer's insulin pump skips units for instance from 10.1 unit to 10.5 units. The customer states that when the insulin pump does this, he is not sure how much insulin is being delivered. Customer's blood glucose level was unknown. Troubleshooting was declined. No significant event leading up to the incident was mentioned.